Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary tower had a connection issue with the pyxis tower door. Nurses try to pull medication from tower door 3, and medication is grayed out. They end up having to fail the door. Pharmacy staff goes down to recover door and it opens immediately. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a connection issue with the pyxis tower door. A field service engineer found that tower door 3 would intermittently fail. Conductive grease was applied to all eight latches. It was also noted that there was inventory, specifically a peggy item, located behind that door. The system functioned as intended after the field service engineer completed the troubleshooting.